Event description:
The customer felt dizzy and went to the hospital. The customer had tested earlier in the morning and received a result of 268mg/dl and skipped lunch medication. The customer had tested at 2pm and received a result of 133mg/dl. At the hospital a lab was performed and the result was 40mg/dl. There was about an hour between tests. The customer was given juice to drink. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.